Manufacturer narrative:
Follow up #1 (12/04/2012) device evaluation: the test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed testing with no faults found, the complaint was not confirmed. The subject meter has been returned to lifescan for evaluation on (B)(4) 2012. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (12/20/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(6) alleging a onetouch verio iq meter was reading inaccurately compared to the same meter. The patient reported obtaining a blood glucose value of "high, 18.5 and 11.1 mmol/l" obtained on the same lfs meter. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=0.67 mmol/l or <=15% obtained within 20 minutes of each other. The patient did not allege any harm or injury due to the reported issue. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition the patient performed a meter vs. The same meter comparison where the calculated difference between the results meets lfs' criteria for accuracy reporting.